Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The snf staff is advising that the garment is too tight, cutting into skin, and leaving red marks. There was no alleged device malfunction contributing to the irritation. The patient reported being in a snf, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved.